Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented with the symptom of worsening heart failure, loss of capture was observed on the left ventricular lead during device interrogation. The lead was capped and replaced on (B)(6) 2018. Patient was stable during and after the procedure.